Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display after multiple battery changes. Blood glucose level at the time of the incident was 500 mg/dl, which was treated with the insulin pump. Customer stated that she was able to turn the device on, but it would not turn on at the time of the call.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected battery out limit noted. The insulin pump was monitored for several days and no blank display anomaly noted. The insulin pump had cracked case at the display window corner, battery tube threads, broken reservoir tube lip, belt clip slot near battery tube and minor scratched display window.